Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump failed to alarm low reservoir although the reservoir was empty. The customer's mother reported that the only alarm returned was over four hours before she discovered that the reservoir was empty. Blood glucose level at the time of the incident was 400 mg/dl, which was treated with a manual injection. The caller will not return the device for analysis.